Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm with a new battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the internal battery degraded alarm and a single occurrence of system fault 218. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the internal battery degraded alarm was due to the corruption of the battery parameters during the battery screening process. The reported system fault 218 was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm with a new battery. There was no patient injury reported as a result of this incident.